Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Continuation of medical devices: 5071-35 lead implanted: (B)(6) 2003; 5071-35 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in a remote transmission the cardiac resynchronization therapy pacemaker (crt-p) reported an incorrect lead impedance measurement. An interrogation of the crt-p showed lead values within the expected range. The crt-p remains in use. No patient complications have been reported as a result of this event.